Manufacturer narrative:
After battery installation, device powered up with a blank display. After further review, did not note any signs of previous moisture damage or corrosion on any of the boards or assemblies within the device . After swapping the boards to another case, and then swapping a known good electrical board onto electrical board, device was still unable to power up. The problem seems to be isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen was turned off for 5 minutes and it's vibrating, there was a red light and they press the button and nothing comes up. The customer¿s blood glucose level was 160 mg/dl. The customer was assisted with troubleshooting and reports display is blank currently. Customer states the display was not blank less than 30 seconds and did not return. Advise customer to remove the battery and customer stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage or corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.